Event description:
The customer states the cell-dyn 1800 analyzer generated discrepant wbc results on two pts. This report is for pt #1. The instrument generated wbc result of 37.6 k/ul. Upon repeat, the wbc result was 10.9 k/ul. Field service was requested for the cell-dyn 1800 analyzer. There was no report of impact to pt mgmt.

Manufacturer narrative:
The cell dyn 1800 instrument generated elevated wbc results on two pts. When the samples were repeated, the wbc results were much lower. Hemoglobin recovery was also affected. The qual controls were within range. As a troubleshooting step, the customer technical advocate (cta) advised customer to perform a precision study on the instrument. The precision run results were out of range high for wbc, rbc and hgb. During further troubleshooting, cta discovered there were no bubbles in the premix cup or rbc transducer. A field svc rep (fsr) was sent out to inspect the instrument. Fsr found clogged tygon tubing. The tubing was cleaned. Performance of the instrument was verified with precision, calibration and controls. All passed. No further investigation was required. A review of the complaints for the period july 2007 through feb 2008, did not indicate any adverse trend with the cell-dyn 1800, for this issue. The cell-dyn system 1800 operator's manual, 07h80-01, rev d: page 3-25 states: a result that falls outside a lab action limit can also indicate the need for the operator to follow a lab protocol, such as repeating the sample, performing a smear review or notifying the physician. Repeat of the sample disclosed an issue with wbc (and hgb). Precision specifications for n=20 are provided on page 4-15. Section 10 provides a guide for troubleshooting (pages 10-11 through 10-13). Corrective actions for imprecise results are given on pages 10-35, 10-36. This is a final report.